Event description:
It is reported that the patient faced occlusion issue with 13 infusion sets from (B)(6) 2026 till (B)(6) 2026 which leads to high blood glucose and was treated with correction injection via mdi (multiple daily injections).

Manufacturer narrative:
Initial 4 of 13. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.